Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample and five photos were returned from lot. No. 8186897, cat. No. 320136. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover.

Event description:
It was reported that a pen needle failed to detach occurred with a bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, "after used, pen needle would not detach."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen needle failed to detach occurred with a bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, "after used, pen needle would not detach."